Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to seek medical help. No other adverse events have been reported and no intervention has been performed. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient has been experiencing pain near his implant site and in his left arm. The patient believes the implant site in infected and he is in an emergent state.